Event description:
It was reported that the patient presented to the emergency room with pre-syncope. The patient's right ventricular (rv) lead was found to have loss of capture and rising to high thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.